Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.5 ml of juvéderm® volift¿ with lidocaine. The patient experienced ¿etip (edema tardio intermittent persistent)/(persistent intermittent delayed swelling) pids¿ in the lips after being bitten by an insect (device not related) 3.5 months later. The patient was recommended an antibiotics and corticosteroids treatment with anti-inflammatory action. Event is ongoing.